Event description:
Reporter noted pc tear during phaco. Posterior vitrectomy required to remove material from posterior chamber. Felt handpiece was at fault. However, system was used in next case without incident.